Event description:
The customer reported having intermittent monitoring issues in all rooms. Intermittent off or ECG not matching the boom. The device was in use. There was no reported patient impact / injury.